Event description:
The customer returned the device to physio-control under recall. When the device was received and then evaluated by physio-control, it was observed that all the service icons were displayed, and the device would not power up.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the analog pcb assembly and then observed proper device operation through functional and performance testing . Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was a leaky capacitor, designator c177. The customer received a replacement device.